Manufacturer narrative:
As of today, no additional information is available and at this time, our investigation is complete. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) displayed high, out of range pacing impedance measurements. A revision procedure was performed and the lead was explanted. This information was reported to a boston scientific field representative by a hospital staff person. The lead is to be returned. The status of the device was unknown. There were no additional adverse patient effects.

Event description:
Subsequent information indicates that the device was explanted and replaced with another manufacture's device. It is likely that the device had been explanted at the time of the previous report. There were no adverse patient effects reported. It is unknown if the device will be returned.